Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the available information, a cause for the reported incomplete coaptation/slda could not be determined. The reported patient effect of recurrent mitral regurgitation (mr) appears to have been a cascading event of the reported incomplete coaptation/slda. The reported patient effect of recurrent mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation. It was reported that (B)(6) 2020, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 2. On (B)(6) 2021, at the patients 30-day follow up appointment, it was observed that the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3. Although mr increased, the patient was stable and asymptomatic. The clip was noted to be stable on the anterior leaflet; therefore, no additional treatment was performed. No additional information was provided.